Manufacturer narrative:
There was no product returned for this complaint. No returned product evaluation could be completed. The device history record was reviewed and no non-conformances related to this lot were found, therefore, supporting the device met material, assembly and performance specifications prior to shipment. Case details were reviewed. A patient with bmi 26 underwent tavr procedure. An edwards 16f e sheath was used. No issues with advancing or withdrawing procedure sheaths during the case. The access vessel was rcfa with size 7.5 mm. No calcification or tortuosity noted with the vessel. A manta 18f was used and deployed at the measured depth of 2+1 cm. The time to hemostasis was immediate. However, a case of intraluminal deployment was noted with anchor and collagen pushed down the track causing occlusion. This subsequently led to a cold leg. No imaging or angiograms or procedural notes were shared by the account. Per IFU identifies "ischemia of the leg or stenosis of the femoral artery" and" other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention" as potential adverse events related to the deployment of vascular closure devices. Physician employed a balloon procedure to stent the occlusion to restore flow. Patient was stable. It is possible that excessive force was applied to push down/tamp the components into the vessel though it is unknown without a confirmation from the account. IFU states the following: lightly slide the blue lock advancement tube down the suture and advance the radiopaque lock distally to secure the implant, maintaining constant tension (indicator showing green) on the manta closure handle with the right hand. It is unknown if any other factor in addition to excessive force could have transpired to cause the collagen to be deployed inside the vessel. Some of the factors include but not limited to are improper deployment steps followed and/or anchor caught inside a diseased vessel. Based on the information, the most likely root cause of the issue is unintended use error.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted following investigation.

Event description:
As reported: manta inter luminal deployment. The anchor and collagen was pushed down into the track, which caused cold leg (total occlusion), but the doctor was able to balloon and stent the leg to restore flow within 30 minutes. Tampenade with balloon and stent.